Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with unknown low blood glucose (bg) levels. The patient became confused and then blacked out. The patient also had a fever of 103 and recently had their covid booster shot. For treatment, the patient was given diagnostic tests. The pod was lost at the hospital. No further details to report.